Event description:
Customer reported that set was primed with normal saline prior to IV start. As soon as the t-port was connected, blood leaked out of the blue connector port. No pt harm occurred. Although requested, no add'l info was available.

Manufacturer narrative:
(B) (4). (B) (4). The product has been requested to be returned for eval. It has not been received. A follow up will be submitted if further info is obtained.